Event description:
A malfunction was reported when the customer's blood glucose level was high, although the specific value was not provided. The customer addressed the elevated blood glucose by administering a correction bolus via the pump. Technical support provided instructions to reset the pump, which the customer successfully completed, and the malfunction did not recur.